Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: "wings separated from device. While the butterfly needle was being used, the blue wing where you press on to keep it down, separated, disengaged."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for barrel separation with the incident lot was observed. Evaluation of the customer samples was performed and barrel separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the hub separated from the bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: "wings separated from device. While the butterfly needle was being used, the blue wing where you press on to keep it down, separated, disengaged."